Manufacturer narrative:
Product event summary #conclusion: (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported low flow event was confirmed via log file analysis, which revealed a decrease in estimated flow starting (B)(6) 2017, as well as 1 suction alarm and 1 low flow alarm logged on (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report did not reveal evidence of thrombus within the pump. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. According to the reported event, a thrombus was removed from the device following pump exchange, before the pump was returned for evaluation. Based on risk documentation, low flows can be attributed to multiple factors including but not limited to thrombus at inflow cannula, revolutions per minute (rpm) too high or too low, poor vad filing, and/or outflow graft kink. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was report that the pump would be removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was report from the site that the patient presented to the hospital, with low flow alarms and the log files revealed abrupt drop in flow, and power less than expected for given speed. It was also stated that the patient was suspected of having inflow obstruction of large amount of pannus tissue. Echocardiogram was done, and suspected thrombus seen. It was further stated that the patient was taken to the operating room (or) for pump exchange. It was stated that large thrombus was removed, and that pump would be returned to manufacturer. No additional information on this event was given.